Event description:
It was reported that the customer had trouble with her blood sugar going high. Customer took 15 units an hour and a half ago with a novolog pen, but her blood glucose level was still going up. Customer's blood glucose level was 547 mg/dl. Customer checked her blood glucose on the freestyle light and it was 459 mg/dl. Customer stated that she has a backup plan and has treated for her high blood glucose levels. Customer has a bent cannula on (B)(6) 2014 and 2 site occlusions on (B)(6) 2014. Customer disconnected at the quick release and found air in the tubing. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer's settings and basal rates were reviewed and found to be correct. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer stated that the cannula was not occluded. Customer was advised to change the entire infusion system. No additional information provided.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.